Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced site issues with the insulin pump and requested assistance, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and the device problem and component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.